Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after procedure it was discovered patient had an effusion. The suspected cause of effusion was perforation with the right ventricular lead during multiple placements/replacements of the lead during procedure. Issue was resolved via pericardial centesis. Patient was stable before procedure and after pericardial centesis.